Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 425 mg/dl. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer did not want to return the used reservoir back for analysis. The customer was advised to call back if the issue occurs again. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.